Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right ventricular (rv) lead exhibited high impedance and high thresholds. Diagnostic testing/troubleshooting was performed. The rv lead settings were re-programmed, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead exhibited undefined impedance qualified as high. The rv lead is scheduled to be replaced.